Manufacturer narrative:
The design of the vitrectomes has been changed after this lot number. Performance varies in- and out-of-specification. Since the bubbles are formed by the instrument during the surgery which can lead to microbial infection, this complaint is concluded as reportable. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer. Details of this activity were discussed with (B)(4). Since this is a retrospective review there is limited information.

Event description:
American hospital had problem with the vitrectome due to air bubbles. There is no information of patient injury. There is no further information. Likely occurred during a surgery but we have no further information on the outcome of the patient.